Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there were issues with image processing, specifically that it was not stitching adequately and two images were overlapping. There was no patient involved.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received and updated in section b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000896, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that nothing wrong with the imaging system. It is more likely an operator error in choosing the wrong plane of the image for reconstruction. Site was referring to the 3 slot images being saved, in addition to the auto-stitched 2dlf image (in saved exams). Reviewing the images from each slot, if there is a problem with visualizing an object in the auto-stitched 2dlf image. All images are reconstructed at a plane of focus and there is an algorithm in the software that automatically chooses a plane. Object is in the blend region, but is above or below the automatically generated plane of focus, there can problems. It shows how to reconstruct another image at a user-selected plane of focus. A right-click on the 2dlf image will bring up a reconstruct button (given the projection data are still available in the recovery folder). A pop-up tool appears, showing the iso-center plans and the auto-focus plane. The user can select a plane of focus, preview the reconstructed image, and save the image, if it is acceptable. This is a recurring issue and it is a result of using 3 slots to get a longer image that a single slot. The site may need more application support on performing 2dlf and how to redo a stitched image if it does not look right with the first reconstruction as there are variables that the operator can change for a good image after taking a 2dlf. This appears to be user error.